Event description:
This report summarizes one malfunction. A review of reported information indicates that model 1808000, implantable port, allegedly experienced obstruction of flow. This information was received from a single source. This malfunction involved a (B)(6) year old female patient weighing (B)(6) lbs with no consequences.